Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump has a crack on the screen. Customer stated that at certain angles it makes it hard to read the display. Customer stated that the crack has been on the pump for about a year. Customer stated it could have been bumped into something but she is not sure about it. Blood glucose value is unknown. Nothing further reported.